Event description:
Fell apart by switch. Was holding the switch and fire was coming out of the end by the switch.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.